Event description:
It was reported that screen phase is in and out, and device alarms software version 5.0.0. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on right plunger case otherwise no appearance of any physical damaged. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by fluid ingression into the plunger head as a result of the customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced the whole plunger assembly, also plunger cable and plunger tube. Performed preventive maintenance and all functional testing which passed.